Event description:
The asymptomatic patient presented in-clinic after receiving a patient notifier. Upon review, low hv lead impedance in three vectors was noted. Further investigation revealed that the device inappropriately delivered. The patient notifier due to postponed measurement. Subsequent follow-up, noted all electrical parameters normal after performing programmer commander shock.

Manufacturer narrative:
No medwatch form was received.